Event description:
Hosp advised that the rate was set at 30cc/hr and a 500cc bag of ativan was set up to be infused on channel a. Within two hours, at 3:00, it was discovered that 400 cc's had been infused. Hosp suspects user error. Biomed engineering was unable to duplicate problem. Requested fax event history download as soon as it is available. Requested pt info, none has been provided. No pt consequence. Pump was software version 1.93.